Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the vitrectomy cutter did not work though there was aspiration. The procedure was completed by replacing the product with another. There was no harm to the patient. The sample was not retained. No additional information is expected.

Manufacturer narrative:
No sample has been returned for evaluation therefore, the condition of the product could not be verified. A review of the related device history record indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue could not be determined. (B)(4).